Event description:
It was reported that when the customer was replacing the pump with another one, an alarm went off. It may have been a "no message" alarm. No patient injury was reported.

Manufacturer narrative:
One infusion pump was received in relation to this event. All labels were still intact. No physical damage was found on the device. As a result of checking the event history log, the alarm before the "no disposable alarm: occurred was not recorded, so it could not be confirmed. However, it was confirmed that there was a record of repeated power on / off, which is potentially related to the alarm reported on (B)(6) 2021. A function test of the device could not replicate the reported event. As a preventative maintenance, the downstream and upstream sensors were replaced, and the upstream sensor was calibrated. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.